Event description:
Pacemaker system was being removed due to infection. The leads were fineline leads and both required removal. Each lead was prepped with an lld- ez and when traction was placed, it was discovered that the lld- ez was not quite at the tip of the lead. Due to the design of the fineline lead, it is difficult to reach the tip. Upon extraction, if the locking device has not been extended to the tip, then the tip fractures. This issue occurred with both leads leaving both lead tips in the patient.